Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, native valve overhanging leaflet, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a tricuspid valve is not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device non-conformance contributed to this adverse event. The central regurgitation was due to overhanging of the native tricuspid valve long leaflet which would not allow one of the sapien 3 valve leaflets to close. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter tricuspid valve replacement procedure for a 29mm sapien 3 valve, a second 29mm sapien 3 valve was implanted due to an overhanging native leaflet causing severe central regurgitation. The overhanging of the native leaflet was due to the native leaflet being long which would not allow one of the sapien 3 valve leaflets to close. There was no malfunction of an edwards device. The patient was doing well post procedure.